Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, bipolar lead impedance was >2500 ohms while unipolar lead impedance was 500 ohms. The pocket was reopened and the lead was disconnected and reconnected. The physician felt an additional "pop" when the lead was completely seated in the terminal port. Lead impedances tested normal and the pocket was closed.